Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the pacemaker exhibited premature battery depletion. The pacemaker was explanted and replaced. The patient condition was stable post-procedure.